Event description:
Sales rep reports that surgeon's pa reported a case of cervical screw backing out post-op. The surgeon had revised the patient who had fused by removing all the hardware. As surgical intervention was required, an MDR is filed to document this event.

Manufacturer narrative:
Nothing was returned for evaluation. The product lot numbers are unknown and as a result, the device history records (DHR) cannot be reviewed. Contact reported that the patient had fused and there was no post-op trauma reported. Information is limited and the cause of the back out cannot be determined at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are fully tightened. Implant migration is an inherent risk to the procedure as indicated in the product IFU supplied with the device.